Event description:
Information was received indicating that smiths medical cadd solis vip gave air in line alarms. The infusion was interrupted multiple times. The medication being delivered was life-sustaining. There was no patient adverse effect due to the reported event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed evidence of an "air in line detected" alarm. The pump passed all functional testing during the investigation. The cause was not established during the investigaiton. Due to the occurrence of the alarm in the pump's event log, the air detector was replaced as a preventive measure.